Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that insulin was squirting out during priming process. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that rainbow effect on screen and it affects visibility. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly. No missing segment/partial display or rainbow anomaly noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had cracked reservoir tube lip. (B)(4).